Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, after one day of use, the patient transferred into bed and his pants became wet; his leg bag had filled with about 300ml of urine after just emptying it. The catheter was partly out and he was bypassing. Upon fully removing the catheter, the balloon was completely deflated so it had moved into his urethra. The patient was therefore voiding, bypassing, and filling the bag with the catheter moved fully into his urethra. The patient checked the catheter with water to see why it had deflated, and the water just freely ran out. It was not a small hole, but likely a split. It was noted the patient¿s wife does his catheterization and she noticed it required considerably more force to inflate.